Event description:
It was reported that during an unspecified procedure, the suture of one (1) twinfix ultrabraid broke. The procedure was resumed, after a non-significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor and suture were returned off the insertion device. The insertion device has no visible defect. The threads on the anchor are deformed. The suture has a fraying break on one end. The broken piece was not returned. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specifications found that a material certification of analysis is required with each lot. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force or use of sharp instruments near the device tip. Based on this investigation, the need for corrective action is not indicated.